Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced unknown issues with multiple bolus deliveries. Reportedly, the customer would deliver the boluses; however, the customer's blood glucose (bg) levels would not lower after the boluses were delivered. The customer's bg levels subsequently increased to almost 400 mg/dl. Correction boluses were delivered to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.